Event description:
It was reported that pump screen was broken, unresponsive, and unreadable. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and distributor provided replacement pump with new serial number while awaiting returned device.